Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated they exposed the insulin pump to a high magnetic field. Customer also reported they were unable to fill the tubing manually. Customer stated the insulin pump alarmed motor error once in the last 30 days. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.